Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had eroded through the pocket and was associated with an infection. Surgical intervention was performed, and the crt-d was explanted. No additional adverse patient effects were reported.